Event description:
It was reported that a vns patient was experiencing an increase in seizures per the neurologist's clinic notes dated (B)(6) 2011. It was later reported by a company representative that the patient had generator replacement on (B)(6) 2012. However, the implant card was later received which reported the date of replacement surgery as (B)(6) 2012. The reason for replacement was indicated as battery depletion with near end of service marked. Attempts for additional information from the patient's neurologist have been unsuccessful to date. The hospital's pathology department reported that the explanted generator has since been discarded, and as such, product analysis cannot be completed on the generator.